Manufacturer narrative:
Results: the px slim delivery microcatheter (px slim) was ovalized approximately 7.5 cm from the hub. Conclusions: evaluation of the returned device revealed that the proximal shaft of the px slim was ovalized. This type of damage typically occurs due to improper handling during use. If the device is forcefully gripped during use, damage such as ovalization may occur. The ovalization in the proximal shaft of the px slim likely contributed to the pc400 not advancing through the px slim. Penumbra catheters are visually inspected during in-process and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery using a px slim delivery microcatheter (px slim). During the procedure, while attempting to advance a penumbra coil 400 (pc400) through the px slim, the physician noticed that the pc400 would not advance at all through the hub portion in the middle of the insertion; therefore, the pc400 and the px slim were removed. The physician then inserted another manufacturer¿s microcatheter in the patient¿s and successfully deployed and detached the previous pc400 with no issues. The procedure was completed using two additional ruby coils and the same microcatheter. It should be noted that the physician used a rotating hemostasis valve (rhv) but did not use continuous flush; however, manual flush was performed before each coil insertion. There was no report of an adverse effect to the patient.